Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after venipuncture using the bd insyte¿ autoguard¿ blood control the device failed to retract after activation. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
H.6. Investigation results: device/batch history record review findings: the lot number was built on afa line 6, from nov 6, 2016 through nov 8, 2016 and bulk pkg. Line 11 on nov 15, 2016. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Setup and in process sampling include (not limited to) retraction by button activation and damaged components were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review: no qns were initiated during the product ion of this lot. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received one 14ga insyte autoguard unit within an open package. The unit consisted of a fully retracted needle-barrel assembly and a catheter-adapter assembly. Visual/microscopic examination: no physical/mechanical damage was observed to the spring, needle hub or grip. There were no missing components or evidence of glue on the buttons or hubs. Functional test (needle retraction): the needle was pushed into the out position and the catheter was put back in place, the white button was depressed and the needle retracted meeting no resistance. Retraction was successful. No mechanical/physical damage was observed and the unit demonstrated a successful retraction when tested in the laboratory environment. Conclusions: the defect of needle retraction failure as stated in the event description could not be confirmed with the units returned for evaluation and testing. Root cause for this incident is indeterminate. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect described in the event description could not be confirmed or replicated with the returned units. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
Correction: from: describe event or problem: it was reported that after venipuncture using the bd insyte¿ autoguard¿ blood control the device failed to retract after activation. No reports of serious injury or medical intervention noted. Device brand name: bd insyte¿ autoguard¿ blood control describe event or problem: it was reported that after venipuncture, the bd insyte¿ autoguard¿ shielded IV catheter device failed to retract after activation. No reports of serious injury or medical intervention noted. Device brand name: bd insyte¿ autoguard¿ shielded IV catheter.

Event description:
It was reported that after venipuncture, the bd insyte¿ autoguard¿ shielded IV catheter device failed to retract after activation. No reports of serious injury or medical intervention noted.